Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip separated/came apart at the very tip. It occurred near the ankle, the harvester enlarged the stab wound and picked the piece out from there. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the dissection tip was detached from the juicer, at the point where they were glued together with adhesive. The visual inspection of the juicer and the dissection tip components, showed that residual adhesive was present on the juicer od and the dissection tip ID. When the components were reassembled, it formed a complete assembly. The reported failure was confirmed. A lot history record review was completed for the product. There was no non-conformance, which could have attributed to this failure mode.